Manufacturer narrative:
Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported observation of the ¿replace generator¿ message was confirmed. As received, the juno processor was in a stuck state. After recovering the device with a board level master reset, normal ble communication was observed as received, the battery voltage was below the eri voltage threshold and the ipg had declared eol. The root cause of the reported observation was due to the ipg having normal battery depletion. Manufacturing investigation: plano site: no issue found with DHR review. There was no rework or ncmr associated with this even.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It was reported the patient lost therapy. Surgical intervention may take place at a later date to address the issue.